Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of been hospitalized on (B)(6) 2017 with blood glucose of over 500 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for one day. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting, but requested assistance with meter as signal was not connecting with insulin pump.